Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) MDR 3003442380-2024-30869. Correction: this MDR is being submitted to correct the submitted brand name under d1, common device name under d2, model number, serial number, primary unique device identifier (UDI) number. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6004837 have already been previously tested in the (B)(4) on 05/sep/2024. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report database (B)(4). Device history record (DHR) review: the lot 6004837 was manufactured according to the document (B)(4) version 110, and manufactured in the line 3, on 05/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 11/aug/2025 against malfunction code adhesive patch lifts or detaches during use and lot 6004837 and other 4 complaint have been registered in database for the same lot and malfunction code. Preliminary conclusion: due to the volume of complaints identified in the trending analysis, this case will be moved to pending corrective and preventive action (CAPA) determination assessment to evaluate whether additional investigation is required

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced three infusion sets fell off during use. Patient had high blood glucose levels and ketones as well. Patient had 1.29 ketones. Infusion sets were in use for 1-2 days. Patient replaced infusion sets and resumed insulin successfully. No further information available.